Manufacturer narrative:
(B)(4).

Event description:
It was reported that far-field r wave oversensing was observed. Device was programmed ddi but was triggering inaccurate at/af episodes. Programming changes were recommended.